Event description:
Prior to inserting the atricure clip in the robot arm pa-c tried closing the clip. The clip was unable to close. The clip was not used. The device was checked to ensure it would close before using it; therefore, it prevented the patient from reaching any harm.